Manufacturer narrative:
Importer was alerted by distributor that a complaint was received from a physician regarding a malfunction of part # 1752. During a scheduled case, the joint distractor broke at the point of the k-wire during distraction. According to the surgeon, the distractor was replaced and the case was able to be completed as planned. No injuries were sustained by the pt. A picture of the broken device was forwarded to the importer by the distributor, and the importer in turn forwarded the picture to the MFR. The importer also requested that the distributor forward the broken device so that it could be evaluated by the MFR. The importer arranged a conference call with the MFR to discuss the complaint and determine a root cause. Based on inputs from the MFR and the qa team from the importer, the following summary was deduced. The welding failed at the junction where the distal pin and the device leg meet. The root causes were determined to be the following: the worker did not track on both sides of the item; no pronounced seem around the weld; final inspection activity did not verify that both seems were welded; welding activity was not performed at 360 degrees, and; the worker did not accurately follow the procedure.

Event description:
The joint distractor broke at the point of the k-wire during distraction. It was replaced and the case was completed as planned. No injuries were sustained by the pt.